Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient was hospitalized for pneumonia on (B)(6) 2015. Patient was not wearing dexcom equipment at the time of hospital admission. It was further reported that hospitalization was for an unrelated event. At the time of contact, the patient's mother reported patient's current condition as "ok". Patient was discharged from the hospital on (B)(6) 2015. No additional event or patient information is available.